Manufacturer narrative:
Concomitant medical devices: model: ddmb1d4, implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular sense on a stored episode. The rv lead remains in use. No patient complications have been reported as a result of this event.